Manufacturer narrative:
Device investigation narrative - product failed functional testing with blank image on live video out. Cause of video failure is defective cable assembly. Camera head passed functional testing with a known good cable assy installed. Manufacturing has changed camera head cable assembly vendors to mitigate this problem.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the camera head non-ac hd560h had a video image failure. This occurred during surgery. It is unknown if there was a surgery delay and if a backup device was available for use. No patient injuries were reported.